Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "on (B)(6) 2024, t2alpha-retro nail was used for a supracondylar fracture after tka, but the nail completely broke postoperatively, can't walk. Date of event happened is unknown. The broken nail is scheduled to be replaced by the another company's retrograde nail on (B)(6) 2025 after the removal.

Event description:
As reported: "on october 1, 2024, t2alpha-retro nail was used for a supracondylar fracture after tka, but the nail completely broke postoperatively, can't walk. Date of event happened is unknown. The broken nail is scheduled to be replaced by the another company's retrograde nail on (B)(6) 2025 after the removal.

Manufacturer narrative:
Correction - please refer to d1 product long description, d4 (catalog & lot number), d4 gtin, h6 method code. The reported event could be confirmed, since physical device inspection revealed the nail to be broken. As per event description, the broken nail is scheduled to be replaced by the another company's retrograde nail on (B)(6) 2025 after the removal, which could be seen as a hint that the fracture was not healed at all. Provided screenshot sequence of x-ray images was forwarded to an hcp for review and comments his excerpts: ¿looks like a non-union, not a lot of callus formation at all. There also is 0 compression on the fracture line from the start, this might have contributed to the non-union. The extra hole in the nail is exactly at the height of the fracture, continuous movement of the fracture and due to that in the nail probably caused fatigue breakage in the nail at the height of the hole.¿ based on the above it could not be excluded that the case is linked to insufficient healing contributed by missing compression. The labelling clearly points out as following. The t2 alpha femoral nail retrograde is designed for temporary implantation until bone consolidation occurs. If bone consolidation does not occur or if the consolidation is insufficient, the implant may break. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.